Manufacturer narrative:
The customer¿s report that a fentanyl bag infused faster than expected was confirmed. Although the event date was reported as (B)(6) 2017, analysis of the pcu event log shows programming for fentanyl on (B)(6) 2017 that closely matches the customer's report. At 7:40 pm the device was programmed for a primary infusion of fentanyl 2500mcg/50ml, at a rate of 50ml/hr which resulted in a dose of 2500mcg/hr. During programming a soft guardrails alert occurred due to the dose of 2500mcg/hr exceeding the guardrails limit of 800mcg/hr. The user selected ¿yes¿ to continue and the infusion began. At 10:21 pm the user programmed fentanyl 2500mcg/50ml, entered a dose of 50mcg/hr (rate=1ml/hr), and started the infusion. The infusion continued until (B)(6) 2017 at 6:18 am when the pump module was powered off. The primary volume infused was recorded as 46.977ml. Rate accuracy testing was performed and the device was within specification. The cause of the fentanyl bag infusing faster than expected was determined to be user programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The nurse reported a fentanyl infusion (unknown concentration and bag size) was programmed for 50 mcg/hr, and thought to be infusing closer to 2500 mcg/hr when the nurse discovered the event and stopped the infusion. No patient harm was reported, and no set was saved and sent to biomed for evaluation. No other information is available about this event.